Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported dissection was an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for a left middle cerebral artery (mca) bifurcation aneurysm using a neuron max 6f 088 long sheath (neuron max). During the procedure, prior to advancing the px slim delivery microcatheter (px slim) and penumbra coil 400''s (pc400''s), there was a dissection in the left internal carotid artery (ica), which the physician believed was caused by the neuron max. The patient was asymptomatic post-procedure. However, a follow-up angiogram revealed worsening dissection. Therefore, another manufacturer's stent device was placed and the patient was hospitalized overnight post procedure. The vessel dissection was reported to have a definite relationship to the neuron max and the angiographic procedure but no relationship to the aneurysm disease state.